Manufacturer narrative:
510k: this report is for an unknown synthes distal femoral plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: arealis, g. Et al (2014), "plate on plate osteosynthesis for the treatment of non healed periplate fractures," international scholarly research notices orthopedics, vol. 2014, pages 1-6 (united kingdom). The purpose of this study is to present the experience using a locking plate on top of the existing plate for the treatment of such fractures. Between 2009 and 2012, 3 consecutive female patients presented sustaining a fracture around a locking plate. These patients were treated with philos plate (depuy-synthes, leeds, UK) and distal femoral plate (depuy-synthes, leeds, UK). The mean follow-up was 2 years. The following complications were reported as "follow": a (B)(6) female had a peri-implant fracture at the midshaft after initial surgery, was revised to distal femoral plate. A (B)(6) female had a peri-implant fracture at the midshaft after initial surgery, was revised to philos plate. An (B)(6)female had a peri-implant fracture at the nof extra-capsular after initial surgery, was revised to distal femoral plate. This report is for (B)(6) female who had a peri-implant fracture at the nof extra-capsular after initial surgery, was revised to distal femoral plate. This report is for an unknown synthes distal femoral plate. This is report 2 of 3 for (B)(4).